Event description:
It was reported that the customer rec'd a low battery power alert that could not be cleared. During troubleshooting with tandem technical support, the alert was cleared. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The prod was not been returned for eval. Should new relevant info become available a supplemental report will be submitted.